Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of infection is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the cardiology department for a checkup due to a pseudonodular skin lesion over the catheter sleeve that developed after the patient shaved his chest. A device interrogation was performed, and the device was found to be at elective replacement indicator (eri). The patient did not exhibit any symptoms and denied any fever. Imaging was performed and confirmed the patient had an infection in which medication was provided. A revision procedure was performed in which the device pocket was moved from intermuscular to submuscular. The device and electrode were explanted successfully, and a new device was implanted. Pocket cultures were collected and confirmed the patient had methicillin-resistant staphylococcus epidermis (mrse) growth. The patient did not experience any further clinical infections. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the cardiology department for a checkup due to a pseudonodular skin lesion over the catheter sleeve that developed after the patient shaved his chest. A device interrogation was performed, and the device was found to be at elective replacement indicator (eri). The patient did not exhibit any symptoms and denied any fever. Imaging was performed and confirmed the patient had an infection in which medication was provided. A revision procedure was performed in which the device pocket was moved from intermuscular to submuscular. The device and electrode were explanted successfully, and a new device was implanted. Pocket cultures were collected and confirmed the patient had methicillin-resistant staphylococcus epidermis (mrse) growth. The patient did not experience any further clinical infections. No additional adverse patient effects were reported.